Manufacturer narrative:
(B)(4). Complaint conclusion: during the withdraw of a powerflex pro balloon catheter, it was reported that the balloon was ¿torn in an integrated way at the half, leaving about 2cm of the balloon in the patient¿. Incision scarpa left was performed, trying to retrieve the balloon causing a femoral reconstruction. Search of the distal portion unsuccessful. An x-ray was done and nothing was seen. The patient is well. Initially, the balloon had been expanded three times to nominal pressure. Additional information received indicated that this was a procedure involving external iliac stenosis left, cross over. The lesion was calcified and vessel tortuosity was noted as ¿not specially¿ and there was more than 80% stenosis (but not totally occluded). The powerflex was stored, inspected and prepped per IFU. No anomalies were noted during prep. The device was prepped normally, maintaining negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The catheter did not go through any acute bends. The powerflex pro did re-wrap properly. The device did not become caught in the lesion or in a deployed stent. There was no resistance met while withdrawing the device. The device was returned for analysis. One non sterile catheter powerflex pro 8mm4cm 80 was received coiled inside a plastic bag. The balloon was received separated without the distal end. The body shaft was received stretched at 50 cm from the hub. No other visual anomalies were observed in the returned device. The device was sent to sem analysis to identify the root cause of separation. Sem results showed that the balloon external and internal surface exhibited no evidence of damaged. This balloon separation failure exhibited no other surface anomalies that could have caused the failure. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Review of DHR for lot 16098324 noted anomalies that could have contributed to this event. The reported ¿pta system-frayed/split/torn¿ and ¿pta system separated¿ was confirmed due to the stretched condition of the returned device. The exact cause could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Based on the information available for review, factors contributing to this issue could not be determined. Neither the DHR review nor the product analysis suggests that the difficulty experienced by the customer could be related to the design or manufacturing process. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Device evaluation anticipated, but not yet begun. Additional information will be submitted within 30 days of receipt.

Event description:
Additional information received indicated that this was a procedure involving the external iliac stenosis left, cross over. The lesion was calcified; vessel tortuosity was noted as not specially and there was more than 80% stenosis but not totally occluded. The powerflex was stored, inspected and prepped per IFU. No anomalies were noted during prep. The device was prepped normally, maintaining negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The catheter did not go through any acute bends. The powerflex pro did re-wrap properly. The device did not become caught in the lesion or in a deployed stent. There was no resistance met while withdrawing the device.

Manufacturer narrative:
The patient's gender is unknown. Additional information will be submitted within 30 days of receipt.

Event description:
During the withdraw of a powerflex pro balloon catheter, it was reported that the balloon was torn in an integrated way, at the half, leaving about 2cm of the balloon in the patient. Incision scarpa left was performed, trying to retrieve the balloon causing a femoral reconstruction. It lacks a portion of the balloon, about 2 cm, remains in the patient. Search of the distal portion without success. An x-ray was done and nothing was seen. The patient is well. Initially, the balloon had been expanded three times to normal pressure.